Event description:
It was reported that the patient experienced a transient ischemic attack (tia) post implant procedure. It was noted that the patient had an unknown patent foramen ovale (pfo), an inferior vena cava (ivc) filter, a known tricuspid valve repair, and a right below the knee amputation (bka). Nothing anomalous was noted during procedure. No intervention was reported. The patient condition was unknown.

Event description:
New information received indicates that the tia occurred within an hour after the procedure. The cause of the tia was unknown but the physician discussed the possibility of a catheter having dislodged an unseen embolis. A thrombectomy was performed. The patient was stable.